Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
There were no intraoperative complications except for a labial tear on both sides. The silk suture put in to retract the labia major tore through so the small lacerations had to be repaired in each labia majora at the end of the surgery. It was reported that on (B)(6) 2011 the patient underwent removal of eroded graft. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, dyspareunia, vaginal scarring and fistulae. It was reported that the patient underwent excision/removal of the eroded graft on (B)(6) 2011 due to erosion of transvaginal tape graft. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.